Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in preparation for a transcatheter aortic valve implant procedure, it was decided to utilize a non-medtronic cerebral protection system. However, while initiating general anesthesia and the transfemoral cut down, the radial access site became unusable. Subsequently, the cerebral protection system was not utilized. After completion of the procedure, the patient did not return to their baseline and cerebral infarction was suspected.